Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported lock up failure. Physio-control replaced the system pcb assembly and the flex cable assembly which connects the user interface pcb assembly to the pcb stack as a precaution. Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported lock up condition could not be determined.

Event description:
It was reported that the customer's device had logged multiple event codes and upon visual examination, the device had locked up with an all white screen. There was no additional information of the reported event provided. There was no patient use associated with the reported issue.